Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette separated from the cassette. This event was further described as the patient line ¿fell out of the door¿ and disconnected from the cassette. This occurred during patient setup for peritoneal dialysis therapy. The patient informed their peritoneal dialysis registered nurse regarding the issue and restarted therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.